Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that states the patient is alleging headache; sore throat; dry mouth; brain fog-trouble focusing/doing every day tasks; extreme fatigue; difficulty breathing while using the device. Please see section h6 for this updated information. The previous report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged to headache; sore throat; dry mouth; brain fog-trouble focusing/doing every day tasks; extreme fatigue;difficulty breathing,device has burnt smell and particles in the chamber. There was no medical intervention required by the patient. The reported events of headache; sore throat; dry mouth; brain fog-trouble focusing/doing every day tasks; extreme fatigue; difficulty breathing and its reported severity was reviewed by the manufacture's clinical expert. This events are assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from internal and external inspection:outside is in good condition,dust in filter inlet,white deposits in air outlet and air inlet,white dust on top of outside of plastic blower box, on top of blower, and inside of bottom of blower box, water marks and dust on bottom of blower. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was not able to get care orchestrator information from device. Review of the device log showed: errors logged: 0 errors were logged.device was likely reset prior to pil receipt as indicated by the device having 6970.8 machine hours, 0 blower hours and 0 therapy hours.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.